Event description:
Pt implanted in 1999 in the upper and lower vermilion borders. Onset of infection and implant extrusion 02/05/1999 in perioral. Pt treated with duricef 02/05/1999, revised in 1999. The implant was explanted in 1999.